Event description:
It was reported that a patient underwent an unknown procedure with cage implantation. During the procedure, it was noted that the cage broke during insertion into the disc space. It was reported that this happened with two cages. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows the point of break. Collapse of the cage while hammering against a resistance. The cage shows a much bigger damage than the other defects around. Damage on the surface of the cage, where it run against a resistance.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.